Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board were replaced to address the issue. Additional findings not related to the malfunction/issue were the buzzer assembly and damage outer panel located on the device. The buzzer assembly and outer panel were replaced on the device. After the parts were replaced on the device, the circuit and fio2 sensor were calibrated, and the device pass all verification tests. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board were replaced to address the issue. Additional findings not related to the malfunction/issue were the buzzer assembly and damage outer panel located on the device. The buzzer assembly and outer panel were replaced on the device. After the parts were replaced on the device, the circuit and fio2 sensor were calibrated, and the device pass all verification tests.